Event description:
Left femoral artery was cut down for vascular access in preparation for delivery of the excluder bifurcated endoprosthesis. Two perclose devices were prepped for percutaneous access on the right side. Placement of the initial perclose device failed due to heavy calcification of the vessel. Removal of the perclose device resulted in substantial blood loss of approx 2800cc; 1600cc were returned via cell-saver. Control of the artery was achieved and the endovascular procedure was subsequently resumed. The excluder bifurcated endoprosthesis was delivered and deployed without further incident. This event was related to vascular access only.